Event description:
New information received notes that there was no issues noted on the right atrial (ra) lead. The nurse reported ra lead for fracture and insulation damage by mistake. The ra lead was normal with normal function.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-03182. It was reported that when the patient presented via remote transmission, auto polarity switch and low impedance was noted on the right ventricular (rv) lead. Auto mode switches due to noise were also noted on the rv lead. Patient visited couple of days later in clinic. Chest x-ray revealed dislodgement on the rv lead. Fracture on the right atrial (ra) lead was noted. Insulation damage on both the leads was suspected. Lead revision was discussed. Programming changes were made. The patient was stable and will continue to be monitored.